Manufacturer narrative:
By checking the manufacturing charts of lot #2108901 and lot #2105200, no anomalies were detected on the products manufactured with the same lot #s. This is the first and only complain received on these lot #s. We will submit a final MDR once the investigation will be completed.

Event description:
Intra-op event experienced during a shoulder surgery performed on (B)(6), 2021. Surgeon attempted to seat the tt hybrid cem. Glenoid std (product code 1379.59.210, lot #2108901 - ster. 2100159), but the implant had not fully seated. According to the complaint source, several attempts at impaction were performed. It was reported that surgeon removed the implant and attempted to re-drill the holes. Surgical steps were followed once again to prepare for a new hybrid glenoid implant. The second attempt with the tt hybrid cem. Glenoid std (product code 1379.59.210, lot #2105200 - ster. 2100153) had similar results and would not fully seat. The second hybrid implant was also removed. It was reported that surgeon prepared the glenoid for a std mb glenoid implant, which was successfully implanted. Surgeon was happy with the final stability of the implant. Patient is a male, (B)(6). Event happened in the us.

Manufacturer narrative:
Investigation: by checking the manufacturing charts of lot number 2108901, no pre-existing anomaly was found on a total of 20 items manufactured with the same lot number. According to our records, at least 19 out of 20 hybrid glenoids with lot number 2108901 and sterilization 2100159 have been implanted and this is the only complaint received on this lot number. By checking the manufacturing charts of lot number 2105200, no pre-existing anomaly was found on a total of (B)(4) items manufactured with the same lot number. The two devices have been received by limacorporate for further analysis. Analysis on returned devices visual inspection of the returned devices confirms that the peg correctly coupled to the polyethylene baseplate, thus there's no evidence of technical issues. Considering that: check of manufacturing charts highlighted no anomalies on the total number of components manufactured with lot numbers 2108901 and 2105200. From the analysis on returned items no anomalies were found on the coupling with the polyethylene baseplate. We can state that the event was not product related. An improvement of the smr tt hybrid glenoid drill 9013.79.500 (v. 01) was introduced to reduce the risk of incorrect implant seating, especially in cases of sclerotic bone. This activity was initiated as a preventive action in 2018. The new instrument in v.02 is currently available on the market. Pms data: according to our pms data, we can estimate the occurrence rate of the intra-operative difficulty in seating hybrid glenoids - belonging to product code 1379.59.xxx - to be around 0.09%. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.

Event description:
Intra-operative event experienced during a shoulder surgery performed on (B)(6), 2021. Surgeon attempted to seat the tt hybrid cemented glenoid std (product code 1379.59.210, lot number 2108901, sterilization 2100159), but the implant had not fully seated. According to the complaint source, several attempts at impaction were performed. It was reported that surgeon removed the implant and attempted to re-drill the holes. Surgical steps were followed once again to prepare for a new hybrid glenoid implant. The second attempt with the tt hybrid cemented glenoid std (product code 1379.59.210, lot number 2105200, sterilization 2100153) had similar results and would not fully seat. The second hybrid implant was also removed. It was reported that surgeon prepared the glenoid for a std metal back glenoid implant, which was successfully implanted. Surgeon was happy with the final stability of the implant. Patient is a male, 69 years old. Event happened in the united states.